Event description:
Customer states: "pt was booked for a cystoscopy and pyelograms, brush biopsy of upper pole calyx. Only the cystoscopy was performed. The surgeon abandoned the brush biopsy after attempting to insert the brush biopsy catheter into the ureter and could see that the ureter was beginning to tear. According to dr. Stewart, the lip of the plastic sheath on the catheter is too large, so that as he attempted to advance it into the ureter, the lip catches on the ureter and began to tear the ureter."

Manufacturer narrative:
A proper eval cannot be performed due to the product not being returned for eval. The distributor has been contacted for add'l info, indicating the urological sales rep has scheduled a meeting with the attending physician to obtain info concerning the procedure as well as the pt's status. At this time, the sales rep reports there was no tear in the ureter, the pt did not undergo any add'l procedures and the pt did no suffer any harm. Documentation was reviewed noting no anomalies. Due to the product being non-stock, stock was not available to evaluate. As add'l info becomes available, it will be forwarded.